Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the a minimum fill notification occurred after filling the cartridge with 300 units of insulin and that the customer received a cartridge alarm (alarm 1). Customer's blood glucose level ranged between 125-180 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.